Manufacturer narrative:
Due to additional information MFR#(B)(4) has been deemed not reportable after further review. A needle through the catheter, identified prior to insertion within the unit package renders the device unusable which may cause a customer inconvenience but will not lead to harm or serious injury. As a result MFR# (B)(4)is void.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters experienced catheter damage/deformation and needle through the catheter during introduction. Product defects were noted prior to use. The following information was provided by the initial reporter: a customer bought a box of bd insyte-w 24ga 0.75 in. They always test with the needle before pricking. The front of the catheter breaks off during withdrawal and insertion. They have this going on with almost every needle in this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters experienced catheter damage/deformation and needle through the catheter during introduction. Product defects were noted prior to use. The following information was provided by the initial reporter: a customer bought a box of bd insyte-w 24ga 0.75 in. They always test with the needle before pricking. The front of the catheter breaks off during withdrawal and insertion. They have this going on with almost every needle in this box.